Manufacturer narrative:
The device passed displacement. The motor error alarm during basic occlusion test was due to loose and flush drive support disk. Neither the compromised force sensor system alarms, nor the prime test were able to be verified due to motor error alarm. The motor was tested outside of the device and passed. The device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of receiving compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states the drive support cap is sticking out. Troubleshooting was conducted and the customer was advised to discontinue use of the device, and that it would be replaced. The device is being replaced and returned for analysis.